Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor would not fully power on. The monitor exhibited a flash memory failure at bga components u100 and u101 on the computer/analog board. The root cause for the flash memory failure could not be positively identified.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing.